Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for 1 patient sample.